Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with no symptoms associated with intermittent power and a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the user was using the cartridge per its instructions for use and the rewind, load and prime steps were completed after a cartridge change. The reporter stated that the loss of prime had occurred with at least 3 cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power to the pump and a loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2015 with the following findings: the black box showed two pump reboots after a replace battery alarm on (B)(6) 2015 at 04:34. The time/date was not corrected when pump was powered back on. The pump ran on default time/date until end of use. There was no damage found to battery compartment or returned battery cap. The returned battery cap fully tightened to the pump with no yellow o ring showing and its contact measurements were within specification. The black box also showed a (eaw-162) loss of prime warning associated with a low non-zero force. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings or power interruptions being duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture or damage found internally. The force sensor reading was out of specification, but the force sensor resistance was within specification. The complaint was verified in the history, but not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.